Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since this item was found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The door jammed alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow-up will be sent. The upper auxiliary assembly, lower auxiliary assembly and input/output printed circuit board were replaced.